Event description:
The customer reported to olympus, the high definition lcd monitor with no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. An on-site evaluation was performed by the field service engineer (fse), who confirmed the monitor did not have an image. During troubleshooting, the field service engineer informed the customer that the subject device was not repairable and would need to be replaced. A definitive root cause could not be determined due to the device not being returned for evaluation. Olympus will continue to monitor field performance for this device.